Event description:
The site reported the following: a broken fdg vial.

Manufacturer narrative:
(B)(4) quality assurance product analysis received and examined one needle insertion device assembly and determined that there was loose hardware; however, based on the limited info reported, we are unable to determine the root cause of the broken fdg vial at this time. In the event additional info is obtained, a f/u report will be submitted.